Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gave a message "device error service required" while monitoring a patient's ECG, device gives ECG equipment malfunction inop. Although there is a reported patient involved in the event, there was no reported adverse patient impact/ no harm to the patient.